Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). On (B)(6), 2017, it was reported that the device was not meshing. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher serial number (B)(4) as documented in the repair reports in livelink. Skin graft mesher, serial number (B)(4) was manufactured on january 23, 2009, is over 8 years old at the time this complaint was generated. The device history record (DHR) review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher on april 5, 2017 revealed that the comb was bent and the roller was damaged. The side plates were damaged at the roller holes. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2017 which included replacement of the ball detent, roller, worn bushings, worn side plates, damaged comb, and gears. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. The reported event ¿that the device was not meshing¿ was confirmed since during initial inspection it was revealed that the comb was bent and the roller was damaged. It was also revealed that the side plates were damaged at the roller holes. The root cause that the device was not meshing and the comb was bent and side plates and roller were damaged cannot be specifically determined with the provided information. The issue was resolved with the replacement of the ball detent, roller, worn bushings, worn side plates, damaged comb, and gears. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Skin graft mesher, serial number (B)(4), was repaired, tested and returned to the customer.

Event description:
Investigation results revealed that the comb was found to be bent.

Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Received; however, not yet evaluated.

Event description:
It was reported that the device was not meshing during surgery. The harvested graft was not useable and an additional graft was required. No additional patient consequences were reported.